Event description:
It was reported that the pump had alarmed no disposable clamp tubing. The reservoir volume had been 170.2 ml, the infusion rate had been set at 2.6 ml per hour, and 78.45 ml had already been delivered. The caller had been instructed to turn the pump off, close a clamp on the tubing, and remove the cassette. No bubbles had been observed in the tubing extending across the top of the cassette. The green tab had been depressed, the cassette tapped, and the tubing massaged. The cassette was then reattached, the clamp opened, and the pump restarted. The pump screen had displayed run res vol 170.2 ml. The caller had been advised to contact the hotline if additional assistance was required. The medication involved had been 5-fu. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.